Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to fields: d5, e1, h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, the cause of the foreign material that remained in the device was not confirmed. There was no damage to the area where the foreign material was detected. The suggested events are detectable and preventable by handling the device in accordance with the following IFU. Instructions for gif/cf/pcf-290 series, operation manual, chapter 3 ¿preparation and inspection¿ describes how to detect the subject event. Instructions for gif/cf/pcf-290 series, reprocessing manual, chapter 5 ¿reprocessing of the endoscope (and related reprocessing accessories)¿ describes how to prevent the subject event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated. In addition to the malfunction(s) documented in b5, the other evaluation findings are as follows: the connecting tube has a scratch; the plastic distal end cover has a scratch; the light guide lens has discoloration; the objective lens has discoloration; the scope connector cover unit has a scratch; the scope connector has corrosion; the scope connector has a scratch; the protector of the universal cord on the scope connector side has a scratch; the protector of the universal cord on the control section side has a scratch; the universal cord has a scratch; the image guide protector has a scratch; the flexibility adjustment ring has a scratch; the connecting tube has discoloration; the grip has a scratch; the switch box has a scratch; switch 1 has a scratch; the forceps elevator lever has a scratch; the forceps elevator knob has a scratch; the up/down knob has a scratch; the right/left knob has a scratch; the control unit has discoloration; the control unit has a scratch; the adhesive on the bending section cover has scratch; the adhesive on the bending section cover has a crack; the adhesive on the bending section cover has a chip; the scope cover has a scratch; due to wear of the angle wire, the bending angle in the up direction does not meet the standard value; due to clogging of the nozzle, water removal ability does not meet the standard value; due to wear of the angle wire, the play of the u/d knob is out of the standard value; due to dirt on the objective lens, there is a lack of an image on the monitor. The customer cleaned, disinfected and sterilized the device prior to sending to olympus for repair, and does not know what the foreign material is. There was no delay to pre-cleaning. The air/water nozzle was flushed with water and air, wiped/brushed with clean lint-free cloths, brushes, or sponges, and flushed with detergent solution. The customer stated there were no abnormalities in the accessories used for reprocessing, and there were no other concerns with reprocessing. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited foreign objects inside the nozzle. There were no reports of patient involvement.